Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 2.2/1.6. The device was replaced and requested to be returned for evaluation.